Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, an alert for non-sustained right ventricular oversensing was observed. The cause of the alert was possibility myopotential oversensing. The low frequency attenuation filter was turned off. The patient condition is fine.